Manufacturer narrative:
(B)(4). Date sent: 10/12/2023. D4: batch #258c72. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload present. The reload had the proximal 4 drivers up and the remaining drivers down with staples present and the swing tab in the locked position. In addition, the reload was received with scratches in the reload deck and the doghouse. Also, the right gripping surface was broken off making the reload nonfunctional and it was not returned analysis. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The reported event was confirmed and related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. The condition of the gripping surface is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 258c72, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the stapler didn`t fired. To complete the procedure, physician used another same type product. No consequences for the patient reported.